Event description:
It has been reported to philips that the application was restarting itself. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc disk and returned the device to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the application was restarting. A review of the system logfiles cannot confirm the related issue. Upon troubleshooting actions, fse replaced the host pc hard disk. After the replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.